Manufacturer narrative:
The 3-spike disposable set involved in the case was discarded at the hospital and therefore was not returned for investigation, nor was the lot number recorded. Without receiving the sample or photographs for investigation, it is difficult to determine what occurred in this case. All 3-spike disposable sets are 100% visually inspected and 100% leak-tested prior to release. Additional testing has been performed to ensure that the leak test challenges the bond of the tubing to the spike. It was reported that the set was not connected to the patient at the time of the incident. Should additional information become available, a supplemental report will be submitted. We will continue to monitor and trend similar reports of this nature and take further action if required.

Event description:
Belmont's distributor received a complaint involving a 3-spike disposable set from the user facility, and relayed the following report: "one of the belmont disposable set spikes came away from the bag of blood, i.e. The spike remained in the bag of rbc, but the clear plastic tubing came away from the spike. This resulted in all the blood pouring out and all over the floor..."